Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/ explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was completed: pioneer surgical technology manufactured the cable tensioner. The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet. There were no material review reports or non-conformance reports generated for this lot. A manufacturing evaluation was completed: the tensioner was received and does not appear to be damaged. Visual inspection found the device to be free from damage or debris which could negatively affect the performance of the device. The device was tested three times in an inline configuration in accordance with the relevant work instruction and found that all test results meet specifications. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by pioneer surgical and synthes, the complaint condition is unconfirmed. Upon evaluation, the device functioned as intended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on march 6, 2014 a broad plate of 9 holes was used for a periprosthetic femoral head fracture case. When applying a cerclage cable (1.7 mm) around the stem, the cable tensioner in question was used. The surgeon turned the knob of the tensioner, but it spun around just short of 20 kg and was pushed back. The dial didn¿t move, but internal tension mechanism seemed to be functioning normally. However, it was not confirmed whether tension was properly applied or not. A 30 minute surgical delay was reported. Procedure successfully completed with no reported patient harm. This is report 1 of 1 for complaint (B)(4).